Event description:
(B) (4) peripheral cutting balloon registry.it was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The target lesion was at the efferent vein of avf, with no vessel tortuosity. The lesion type was denovo with no calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 5.5 mm by 9.00 mm in length. Pre-procedure 80% stenosis, post-procedure 0% stenosis, lesion morphology showed concentric stenosis and tight stenosis lesion. Patient one month follow up in (B) (6) 2005, vital status of the patient was alive. The target lesion has remained patent since the pcb procedure. The target lesion has remained patent since the procedure. The patient has not experienced any adverse event nor had any intervention since the pcb procedure.patient three month follow up visit in (B) (6) 2005, vital status of the patient was alive, the comments noted ¿restenosis¿. The target lesion has remained patent since the procedure. In (B) (6) 2005, the patient had conventional angioplasty on the target lesion due to angiographic restenosis.patient six month follow up visit in (B) (6) 2005, vital status of the patient was alive. The target lesion has remained patent since the procedure and patient has not experienced an adverse event nor had any intervention since the procedure. Patient twelve month follow up visit in (B) (6) 2006, vital status of the patient was alive, other diagnostic examination included checking of blood pressure and flow during dialysis. The target lesion has remained patent since the procedure. The patient has not experienced any adverse event nor had any intervention since the pcb procedure. The level of pain perceived by the patient compared to conventional dilation was, no pain perceived.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4) : product not returned for analysis.